Event description:
A physician reported that an ophthalmic handpiece vitrectomy did not work and it did not cut. Additional information received indicated that procedure type was vitrectomy. Surgery was completed by alternate cutter. There was no patient harm. No system message displayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2023-58170.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the vitrectomy cutter was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The cutter was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a system and tested. The tip was found to not cut as intended and stayed in the closed position. The reported event was replicated. The component was jammed in the handpiece which prevented it to work properly. The root cause of the reported event is attributed to component jammed in the handpiece. However, how or when it happened remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).